Event description:
It was reported by the affiliate that there was major leakage from colon. (2nd day from origianl operation). At this point no reoperation was done and conservative treatment like drainage has been continued.